Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A report was received indicating during an excimer laser procedure of the right eye a system message displayed for internal energy being high. Reporter indicated an energy check, gas exchange, additional energy check, and restart of the system was performed with no effect. One second of laser shot was performed on the eye prior to the laser stopping, and the procedure was aborted. Upon follow up, the reporter indicated the system was serviced, the patient returned the following day to complete the procedure and was doing well.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment indicated during 5th treatment the energy warning message appeared. The user tried to continue the treatment several times without success before the treatment was aborted by the user. The user tried multiple times to perform an energy check with a gas change and restarting the system with no success and shutdown the laser. Field service engineer (fse) arrived later the same day, and performed three energy checks and calibrations without error or failure. A non-conformance investigation has been opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on an energy sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. (B)(4).